Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia on their first full day using the ilet after announcing a meal approximately 2.5 hours earlier, with subsequent self-testing of the infusion line via a fill-tubing procedure and inspection of the cartridge and infusion set showing no leaks or abnormalities. Symptoms included elevated blood glucose to 320 mg/dl with a downward trend indicator. Outcomes included user education and troubleshooting with follow-up confirming improvement underway and no alerts, alarms, or medical intervention. Investigation included device-use troubleshooting by verifying tubing flow and inspecting the cartridge and infusion site. Investigation of this case revealed no device component malfunction or leak, and the event was attributed to initial meal announcement dosing not meeting the user¿s insulin needs during early adaptation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.